Manufacturer narrative:
The customer did not wear eye protection, while using the architect sample cups. Based on the information within the complaint record, the device met the performance specifications or otherwise perform as intended at the customer site. Labeling was reviewed and found to adequately address the issue under review. The lot search and trend review did not show increased complaint activity. Testing was not performed as this was identified as user error and not an issue with the architect sample cups. Additionally, the device history record review did not show any non-conformances, deviations or potential nonconformances. No product deficiency or systemic issue was identified.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account stated the operator dropped a sample tube containing an abbott sample cup (used for small sample volume use on the architect i2000sr analyzer) on a desk that contained the original preparation of a (B)(6) reading. The sample cup bounced when the sample tube was dropped on a desk and splashed onto the face and eyes of the operator. The operator was not wearing protective eyewear. The operator washed their eyes for 5 minutes at the eye wash station and received a (B)(6) immunoglobulin injection. The operator tested (B)(6) for (B)(6). The dropping of the sample tube containing an abbott sample cup onto a desk was use error by the operator.